Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the attending physician stated that the sealant of a 5f mynx control vascular closure device (vcd) was exposed due the device getting wet before deployment. The fellow deployed the mynx device and technician said it was user error. Hemostasis was achieved with another mynx control from the same lot. There is no report of injury to the patient. Other procedural details were requested but were not provided. The device will be returned for inspection.